Event description:
The customer reported via phone call that she overcompensated with her insulin. Customer's blood glucose level was 49 mg/dl and her sensor glucose reading was 56 mg/dl. She also needed to replace her belt clip. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.